Event description:
It was reported that an abnormal drop in battery voltage was observed. Device replacement was recommended. Patient was fine and will be followed-up for device check. No further information was available.